Manufacturer narrative:
The instrument was found to have a broken yaw axis 6 grip cable at the proximal inside the housing. The cable was fully broken, likely causing failure of proper grip tension at the distal wrist. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument did not apply clip. The procedure was completed with no reported injury. Intuitive followed up and confirmed that there was no patient demographic information available.